Event description:
The customer reported that the device stopped working during the procedure. There was no pt injury. Additional questions have been asked to the site contact regarding the procedure and the device. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device was returned for eval. The instrument was recognized when it was inserted into a test generator. The sample functioned normally when activated on simulated tissue twenty times. The knife edge was not damaged. The jaw gap was within specification. The jaws were stuck shut and the knife was protruding from the jaws. The webbing was bent. The tissue found in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.